Manufacturer narrative:
The device was not returned for analysis and a definitive cause for the material deformation could not be determined in this complaint; however, the gripper actuation issue was due to the reported material deformation. The reported difficult to remove was due to procedural circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated and a definitive cause for the material deformation could not be determined in this complaint; however, the gripper actuation issue was due to the reported material deformation. The reported difficult to remove was due to procedural circumstances. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report gripper actuation issue during the procedure and gripper line entanglement with gripper arms. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade of 4. Two clips were implanted successfully. A third clip delivery system (cds) was advanced to the mitral valve and during grasping the clip became caught on the posterior leaflet. Troubleshooting was performed and the clip was freed. The clip was re-positioned but then it was noticed that there was gripper actuation issue, the grippers could not be lowered. It was decided to not deploy the clip; therefore, the cds was removed from the patient anatomy without issue. Outside the patient anatomy, it was noted that the gripper line had become tangled around the gripper arms. An additional clip was implanted successfully. Three clips implanted, reducing mr to 1-2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.